Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile fault flags) has been confirmed. Upon investigation the monitor failed functional testing. The cause for the failure was isolated to a defective u905 (16-bit a/d converter) on the defib board. The root cause for the defective component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was generating discharge profile fault flags.